Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were provided for investigation. A review of the internal manufacturing device records and raw material history files for the lot 0001363485 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3: see manufacturer here.

Event description:
Defective bottles. 2 pieces were damaged. In one reservoir there was a hole in the hose so that it had to be closed and in the second the hose was very porous. According to the description, the hole was on the tube and was identified during use. Photos or defective product are not available.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). See manufacture narration.

Event description:
Defective bottles. 2 pieces were damaged. In one reservoir there was a hole in the hose so that it had to be closed and in the second the hose was very porous. According to the description, the hole was on the tube and was identified during use. Photos or defective product are not available.